Manufacturer narrative:
Complaint allegation is confirmed by the attached picture, which shows the implant was broken. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
It was reported that during a shoulder surgery while the surgeon inserted the anchor the anchor broke. As the tip of the device was already in place the surgeon decided that this is enough for the fixation. Per complaint reporter there was no harm for patient, operator or third party. It was not necessary to switch the surgical technique or do a second surgery.